Event description:
In 2001, pump was set to deliver 50cc/hr by a nurse. Dose was set for 400cc. Pump was started at 10:00pm. At 4:00am on the next day the pump was off, and 400cc had been delivered (according to the nurse). The delivery time should have been 8 hours, based on mathematical calculation, but was actually 6 hours. Afterwards, biomed was unable to get the unit to function properly. It displayed "8888". No patient injury.